Manufacturer narrative:
At this time the device has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available this event will be reopened.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was lost to follow-up. When the patient finally presented for a device check, the device was in storage mode. The monitoring voltage was 2.16 volts. The device was explanted and successfully replaced. To date, there have been no adverse patient effects reported.